Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
A capture and sensing anomalies were observed. A micro perforation was suspected.